Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention was undertaken and the ipg was moved from the left upper buttock to the right upper buttock and was replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.